Event description:
The consumer alleged the head of the bed runs up all the time. No patient impact.

Manufacturer narrative:
The technician found the side rail switch is shorted. The technician replaced the side rail switch to resolve the issue.